Manufacturer narrative:
The information provided indicates the patient received a prodisc c implant on an unknown date. Patient information, the implanting surgeon, as well as part and lot numbers of the device were not provided. The patient was suffering facet joint pain which the revising surgeon indicated may have been contributed to by the prodisc c device. The prodisc c device may have been too short for this patient. The device was estimated to be a 5mm height device. The patient underwent revision surgery to remove the prodisc c device and replace it with an unknown standalone cervical fusion. This information led to a determination that an MDR submission was required. DHR review could not be completed as part and lot numbers were not provided. Complaint history found the rate of complaints to be very low (improbable). The rate is acceptable based on the risk identified in the device's risk assessment. The risks of the device being the incorrect size are identified and determined to be acceptable. No device was returned for evaluation. The patient requested the device after explantation. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient received a prodisc c us implant on an unknown date. The prodisc c was implanted after a motor vehicle accident. On an unknown date after implantation, the patient was experiencing facet joint pain with no indicated device malfunction. The revising surgeon believes the implant is contributing to the pain, and that the implant size is too short for this patient. The implant was believed to be a 5mm height but part and lot numbers were not provided. Prodisc c removal was performed on (B)(6) 2021. The patient received a standalone cervical fusion using an unknown device as a replacement.